Event description:
The customer reported to olympus, air leak from the connector part on the endoeye flex deflectable videoscope. Upon inspection and testing of the returned unit, the objective lens adhesion was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered watertightness was not maintained due to cracking of the video connector, adhesive part of the objective lens has come off, bending angle is insufficient due to the elongation of the angle wire, there were curved rubber scratches, curved rubber adhesive was missing, operation part angle fixing part was loose and video connector had been damaged. Additionally, the label on the video connector had come off, scratches were found on the operation part, scratches were found on the grip, scratches were found on the angle lever, scratches were found on the right/ left plate, scratches were found on switch 1, scratches were found on the lens guide connector and scratches on the lens guide cover glass surface. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling it is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.